Event description:
Note: this report pertains to one of four resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clips were used for a polypectomy closure during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clips were getting stuck to the catheter and would not fully deploy off the catheter. The same problem occurred with the second, third and fourth resolution 360 clip. The procedure was completed. With a fifth resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.